Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h11. The device was received for evaluation. Visual inspection revealed the tube was damaged (cut); the cut was similar to damage when a tubing is caught in the pouch seal. An underwater leak test was performed, which confirmed the presence of a leak originating from the damaged area of the tube. The reported condition was verified. The cause of the condition was due to improper product pouching during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a continu flo solution set ruptured which resulted in a fluid leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.